Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm for 5 seconds. Furthermore, a pinhole was noted. The balloon was removed from the patient's body without problem with the usual method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.